Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that "pt's daughter called to report that her mother received a stryker right hip in (B)(6) 2007. Approximately (B)(6) 2010, pt's daughter became aware that there was drainage at the top of the incision. Pt has had numerous cultures, and they used a wound vac to suck out the infection. The infection persists, and pt has been to the orthopedic surgeon and infectious disease doctor, and daughter stated that they said they cannot tell if the implant has become loose, and would not be able to tell without going in and performing another surgery, but that her mother would not be able to physically withstand another surgery. Pt is in a nursing home and cannot walk or stand without assistance.